Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a patient in normothermia. They were getting alert 113 (reduced water temperature control) on arctic sun device s/n (B)(6). Targeted temperature (tt) was 36c, patient temperature (pt) was 36.3c, water temperature (wt) was 26.5c, chiller temperature (t4) was 26.3c, mixing pump command 100%. Pump hours 1363.3. Asked nurse to send device to biomed market with alert 113, not cooling, and to use another means to treat the patient. They did not think they have another device available. Per follow up information received via phone on 17nov2025, called operator transferred to the biomed. Spoke with them who said biomed was assigned to this device, but they were out this week. They will give them their contact information. They will likely call technical support if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a patient in normothermia. They were getting alert 113 (reduced water temperature control) on arctic sun device s/n (B)(6). Targeted temperature (tt) was 36c, patient temperature (pt) was 36.3c, water temperature (wt) was 26.5c, chiller temperature (t4) was 26.3c, mixing pump command 100%. Pump hours 1363.3. Asked nurse to send device to biomed market with alert 113, not cooling, and to use another means to treat the patient. They did not think they have another device available.